Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. . A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 months since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The cable was kinked. Based on the results of the investigation, the image sensor cable was kinked at the end of boot on the light guide connector, and it was believed that the kink of the image sensor cable caused the output signal line to break and short out, resulting in the image disappearing during angulation operation. Moreover, the cause of the kink of the image sensor cable was a strong external load applied to the image sensor cable due to stress beyond what was expected, such as excessive twisting or bending. However, the definitive root cause of the reported issue could not be determined. The following is included in the instructions for use (IFU): the inspection method for the suggested event is described as follows in the operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system.¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the deflectable videoscope had no image (e231). The issue occurred during the preparation for use. The procedure was therapeutic and it was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.